Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had received motor error alarms as well as no delivery alarm. Customer¿s blood glucose was 200 mg/dl. Customer stated that after rewind motor error occurred again. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm and no excessive no delivery alarm noted. Motor passed motor test.